Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 5f mynx control vascular closure device (vcd) device split and did not go into the unknown sheath correctly. The device was not used. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynx control vcd, 5f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that both button 1 and button 2 were not depressed. The syringe was not returned, and the procedural sheath was not included in the shipment. The sealant was in its manufactured position, exposed due to a frayed condition observed to the cartridge assembly. The stopcock was set in the open position, and the atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the slit length on the outer sleeve was not verified due to the frayed condition of the sealant sleeve assembly, which did not allow proper measurement. However, the catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample sheath was performed as indicated in the instructions for use (IFU). However, due to the frayed condition of the cartridge assembly, it was not possible to insert the device into the cannula of the sheath. Additionally, a simulated deployment test was performed on the returned device per the mynx control IFU. The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of button 1 and button 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, confirming the frayed condition on the sleeves and observing that the sealant was exposed. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not observed through analysis of the returned device; however, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the condition experienced by the customer. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) device split and did not go into the unknown sheath correctly. The device was not used. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed.